Event description:
From: product complaints <productcomplaints@bd.com> sent: friday, august 16, 2024 8:42 am to: product complaints <productcomplaints@embecta.com> subject: fw: product complaints I am using b-d 1 ml 31 g insulin syringe. My box is defective the insulin is leaking from the bottom of the syringe it happens with most of the syringes in box I am losing a lot of insulin and not getting the correct dose I have enclosed the lot no 3331007 324912

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.